Event description:
During placement of the main body graft, the right renal artery was impinged upon by the most proximal segment of graft material of the suprarenal stent. The renal artery was successfully stented at the orifice of the vessel in order to ensure continued blood flow through the renal artery. Pre-procedure planning had included embolization of the right internal iliac artery. Placement of the ipsilateral iliac leg graft noted that the device did not achieve the needed coverage of the vessel into the external iliac artery. An iliac leg extension was placed distally and extended the leg graft a little farther beyond the external iliac artery. Final angiogram noted patent renal arteries as well as a patent left hypogastric. Please refer to 1820334-2004-00108.